Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder arthroscopy the shaver blade produced shavings inside the patient. This occurred when the doctor started the shaving process. He pulled the shaver right away and rinsed the area. The doctor confirmed all visible fragments were removed. There was no x-ray taken. A second blade was used and the case was completed with no further issues. There were no signs of shavings or debris from the second blade. The patient is fine to date per caller.